Manufacturer narrative:
The scope was returned for service to evaluate the reported ¿broken bending skeleton, damage distal tip¿. A visual inspection was performed on the received condition and noted a small portion of the bending section cover was torn off/missing, exposing the bending section skeleton. The bending section cover was removed and found the bending section skeleton tab was fully broken/detached at the proximal side of the bending section. Additionally, there was no significant evidence of sharp areas noted with the broken/detached skeleton. Based on the evaluation and similar reported events, the cause of the broken skeleton is due to excessive stress and force. A review of the scope's records indicate the scope was purchased on april 24, 2018 and was last repaired on december 4, 2018. To mitigate the risk of patient injury and device damage the instruction manual it states, ¿do not twist or bend the bending section with your hands. Equipment damage may result; do not insert the insertion tube with excessive force into the ureter or calix. The bending section may be damage.

Event description:
The service group was informed that prior to a procedure, the scope was observed to have a broken bending section. There was no patient injury reported as the scope was not used during procedure; no patient contact.